Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was only able to produce low load fluoroscopy. Review of the system log file shows x-ray generator errors and warnings. Upon further inspection, the fse found that low load fluoro was due to tube chiller flow error and found that the hose was disconnected to chiller. During troubleshooting, the fse re-terminated hose and added cable ties into retaining mechanism to prevent any possible reoccurrence. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the device was only able to produce low load fluoroscopy. The device was in clinical use at the time of the event. There was no harm was reported. Philips has started an investigation of the complaint.